Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of "covid-19 infection," deemed not related to the device is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported the non serious non device related event of "headache" and the non device related event of "covid 19 infection" after a patient was injected in the temples with juvéderm voluma® xc. First headache occurred four days after injection and second headache occurred eight days after injection. No treatment was provided. Events are noted as "recovered/resolved."